Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.6 hardware: iphone17.2 cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 254 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. Treatment for reported issue was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 254 mg/dl while wearing the pod between 4 and 24 hours. It was also reported that the cannula was discovered bent and site bleeding. The patient was treated with an IV (intravenous). The pod was worn when seeking medical attention. No information was provide on when they were released.

Manufacturer narrative:
Additional information was provided please see below for update: added adverse event to b1. Added b2: outcomes attributed to ae as hospitalization-intinal or prolonged updated b5 from. " it was reported the patient's blood glucose level rose to 254 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. Treatment for reported issue was not provided." To "it was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 254 mg/dl while wearing the pod between 4 and 24 hours. It was also reported that the cannula was discovered bent and site bleeding. The patient was treated with an IV (intravenous). The pod was worn when seeking medical attention. No information was provide on when they were released." Updated h1 to serious injury: added h6 health effect - clinical code e120501 and health effect - impact code f08. H11 updated: according to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.